Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was implanted during a stent placement procedure on (B)(6) 2024. The patient was later scheduled for a spyglass and stent exchange procedure on (B)(6) 2024. During an endoscopic retrograde cholangiopancreatography (ercp) procedure, a stent exchange was performed. However, while removing the stent, the stent wires broke as the physician grasped them with forceps. The entire stent was eventually removed from the patient, and the procedure was completed with the placement of a 10x60 fully covered wallflex stent. Reportedly, minor bleeding was observed but did not require treatment. The patient condition following the procedure was reported to be stable. Note: a photo of the complaint device was provided showing the stent was outside the patient with multiple stent wires broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf impact code f2301 captures the additional device used to complete the procedure.